Manufacturer narrative:
Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 7 years, 3 months the lvad currently remains implanted in the patient but is not in use. A correlation between the device and the reported hemolysis could not be conclusively determined as the pump was not returned for evaluation. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that after over 7 years of support, the patient presented to the ER with hematuria, tea colored urine, an inr of 2.0, and a lactate dehydrogenase (ldh) level of 1000 u/l. No lvad alarms or high pump powers were reported. The system controller log file reviewed by the manufacturer¿s technical services representative revealed no unusual events. The patient¿s ldh continued to rise despite treatment with IV heparin and aggrastat. The patient underwent outflow graft ligation and driveline removal on (B)(6) 2017, as the ejection fraction had notable recovery. The patient was stable and recovering with the pump off. No additional information was provided.